Manufacturer narrative:
As no additional information regarding this event is expected, or investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this device's pacing behavior was different that expected. Review determined that the patient's right atrial (ra) lead had been connected to the right ventricular (rv) port of this device and vice versa, resulting in the noted behavior. The device was temporarily reprogrammed and tachycardia therapies were programmed off. A revision procedure was later performed to correct the lead to header connections. No additional adverse patient effects were reported. The device and leads remain in service.